Event description:
It was reported that the patient fell and hit the implanted side of their head. Since then the patient is no longer able to hear. Testing confirmed that the device has malfunctioned.